Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil through a px slim delivery microcatheter (px slim) with continuous flush. After multiple failed attempts to advance the ruby coil through the px slim, it was removed. The procedure was completed using a new coil with the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The coil was intact with the pusher assembly. There was no visible damage to the ruby coil. The outer diameter (od) of the embolization coil was measured to be within specification. Conclusion: evaluation of the returned ruby coil revealed that there was no visible damage to the device, and the od of the embolization coil was within specification. The ruby coil inserted through the hub, and advanced out the distal tip of a demonstration px slim without issue. The root cause of the complaint could not be determined. Penumbra coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.